Event description:
Procedure: appendectomy. According to the reporter: during set of the trocar, a piece fell out of the trocar into the surgical field. No part of the device fell into the patient. The piece was removed. A new trocar was used. No person injured, no extension of operating time, no blood loss, no extension of incision, no change of procedure, no loss or damage to tissue, no reinforcement material used. Should additional information be received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/23/2015.

Manufacturer narrative:
(B)(4).